Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-13454. It was reported that patient¿s cervical lead migrated to t2. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.